Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, a ticket trending review, a device history record review, a labeling review, and a field data review. Return testing was not completed as returns were not available. The data and information provided by the customer were reviewed and supported the complaint issue. A review of tracking and trending for the alinity I tsh assay did not identify an increase in complaint activity related to the complaint issue. Additionally, an increase in complaint activity was not identified for reagent lot 66122ud00. A review of the device history record did not identify any non-conformances or deviations with lot 66122ud00 and the complaint issue. A review of labeling was performed and found to sufficiently address the customer's issue. The overall performance of alinity I tsh reagents was reviewed using field data from customers worldwide. The median patient result for lot 66122ud00 is within established limits, indicating that the lot is performing acceptable in the field. Based on this investigation, no systemic issue or deficiency with the alinity I tsh reagent, lot number 66122ud00, was identified.

Event description:
The customer reported falsely decreased alinity I tsh result generated by the alinity I processing module for a patient who is currently undergoing treatment. The result was questioned by the physician as it was inconsistent with the patient¿s clinical picture. The customer repeated the sample and higher results were obtained. The customer confirmed that the sample was hemolyzed. The following data were provided: customer¿s normal range: 0.35 to 4.94 miu/l. Sid (B)(6) (drawn on (B)(6) 2025): hemolyzed sample. (B)(6) 2025 initial result ((B)(6)) = 0.058 miu/l. (B)(6) 2025 repeat results = 4.487 miu/l ((B)(6)), 4.745 miu/l ((B)(6)), 4.560 miu/l ((B)(6)). Sid (B)(6) (drawn on (B)(6) 2025): (B)(6) 2025 tsh result = 8.986 miu/l. Sid (B)(6) (drawn on (B)(6) 2025): (B)(6) 2025 tsh result = 6.541 miu/l. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported falsely decreased alinity I tsh result generated by the alinity I processing module for a patient who is currently undergoing treatment. The result was questioned by the physician as it was inconsistent with the patient¿s clinical picture. The customer repeated the sample and higher results were obtained. The customer confirmed that the sample was hemolyzed. The following data were provided: customer¿s normal range: 0.35 to 4.94 miu/l. Sid (B)(6) (drawn on (B)(6) 2025): hemolyzed sample. (B)(6) 2025, initial result ((B)(6)) = 0.058 miu/l. (B)(6) 2025, repeat results = 4.487 miu/l ((B)(6)), 4.745 miu/l ((B)(6)), 4.560 miu/l ((B)(6)). Sid (B)(6) (drawn on (B)(6)2025): (B)(6) 2025, tsh result = 8.986 miu/l. Sid (B)(6) (drawn on (B)(6) 2025): (B)(6) 2025 tsh result = 6.541 miu/l. There was no impact to patient management reported.